Event description:
It was reported that the patient had a scope performed and mild left vocal cord shifting was found 3 weeks after surgery that is due to surgery, but it is already correcting itself. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.